Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was fractured 390 millimeters from the terminal pin. The conductor coils were fractured, the polyurethane body was bent, and the inner insulation was worn at that point. The polyurethane also was puckered between 360 and 365 millimeters from the terminal pin. The conductor coils were also deformed at points 186, 575 and 580 millimeters from the terminal pin. No other testing or analysis was conducted.

Manufacturer narrative:
Analysis of the returned lead is pending.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted after exhibiting loss of capture in all pacing configurations and at all device output levels. The lead was explanted, and upon examination, it was discovered that the lead was fractured approximately halfway down the lead body. Another lv lead was implanted with no adverse effects.